Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a poor communication screen on the patient programmer (pp). The patient was not recently implanted or had a revision surgery. An antenna was used and syncing with the implantable neurostimulator (ins) did not resolve the issue. It would not interrogate. No symptoms reported. The issue occurred on (B)(6) 2016. 2 days later the patient reported that it was doing the same thing as before. It just showed ¿handheld.¿ it was noted that the patient had to catheterize off and on for a while, but the patient did not have a date of when this started. It was also noted that it would hurt at the ins site, which had been happening for the past couple years. Further follow-up is being conducted to clarify why the patient needed to catheterize, if there were device or therapy issues, and what steps were taken to resolve the issues. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that the steps taken to resolve the need to catheterize on and off included the patient having the battery replaced. The battery was too low.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported it was unknown if there was a device or therapy issue related to having to catheterize off and on. The cause of needing to catheterize was the patient's bladder wasn't emptying and she felt like she had to go all the time. The patient reported that she started catheterizing after implant. The patient reported that the battery was low and they were going to change it on the (B)(6).